Event description:
It was reported that during implant it was difficult to pull the stylet from the lead. It appeared that the stylet tip was deformed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant it was difficult to pull the stylet from the lead. The stylet tip was noted to be bent 1mm from tip end. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.